Manufacturer narrative:
The field service representative (fsr) verified that the epgs failed oxygen (o2) sensor calibration two times. The epgs was replaced. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a gas calibration error. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the electronic patient gas system (epgs) to fail on the first calibration attempt. Upon further investigation it was noted that the oxygen sensor was leaking electrolyte. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.